Manufacturer narrative:
B4: 06feb2019. G4: 06feb2019. H3: and h6: reference MFR#2031642-2019-00768 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports air valve liftoff failure error appears (e/c 1012). No patient/user harm reported. Event date not specified; estimate used.